Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced hypoglycemia despite a recent meal announcement, with a lowest blood glucose of 51 mg/dl, and a separate evening episode within the past week when she felt weak and fell without injury. Symptoms included low blood glucose and weakness. Outcomes included self-treatment with oral carbohydrates, including juice and glucose tablets, and assistance from a third party during one event, with no injuries and no hospitalization. Investigation included review of device data requested via app synchronization and provision of troubleshooting and education, with referral to a clinical trainer. Investigation of this case revealed the cause of hypoglycemia was unclear, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.